Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: one protector connected to a vial was provided to our quality team for investigation. The product was visually inspected, the needle properly penetrated the vial stopper and the protector was verified to be properly fitted to the vial. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Product undergoes a series of visual and function evaluations throughout manufacturing, verifying all critical dimensions are within specification. Leakage testing is also performed for all lots during manufacturing to ensure the quality of the membrane. A device history review was performed for lot 2003121, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Based on our quality team's investigation and the sample evaluation, a root cause cannot be identified at this time.

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: during preparation, a chemo leaked between the protector and the vial. The drug is irinotecan.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: during preparation, a chemo leaked between the protector and the vial. The drug is irinotecan.